Manufacturer narrative:
The console was able to run a pump without any errors but was also able to recreate the alarms by slightly unplugging the pump and having it run. The patient was transferred to ic9735 which ran without reproducing this failure. These results are consistent with an air gap between the optical pump and connector. The cause of the issue was due to the optical pump not being fully plugged in. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that due to the position signal not recognized alarm (peak signal to noise) they decided to change the console. Upon exchanging, the alarm was resolved. This procedure was completed successfully using the initial console. No patient harm or injury was reported.